Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. The following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section contained foreign material and therefore the image quality was poor. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - first name: (B)(6). E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken and the pixel shift is incorrect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device doesn't work in 3d mode. The issue was found during set up of the device. There was no patient involvement.